Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116," "defib disabled," "defib fault 72" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.